Event description:
It was reported that during ptca/stent procedure, the stent delivery system was advanced into a newly implanted stent. The stent delivery system would not advance. An attempt was made to retract the device, and the stent became separated. A balloon catheter was advanced into the separated stent, and used to successfully to retrieve the separated stent. No pt injury was reported with this event.